Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/2/2023, it was reported by a sales representative via sems-06046630 that an ar-7720-3.5 humeral drill and an ar-7720-4.0 humeral drill, part of a rar-7700s ucl reconstruction set (loaner) had an issue. The 3.5 and 4.0 drills were just dull and smoking during the procedure. That happened during 3 cases in a row, and it was having the bone smoke more than normal. The set had been inspected upon receipt. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 10/4/2023, the sales representative provided the following information via phone: the same ar-7720-3.5 humeral drill and an ar-7720-4.0 humeral drill, part of a rar-7700s ucl reconstruction set (loaner, with lot number 10225812) were used in three different collateral ligament repair procedures on (B)(6) 2023. The increased bone smoke did not burn or harm the patients, and there was no smoke or burning smell noticed by the surgeon or the facility staff during those cases. The three patients did not obtain any harm. The complaint devices were used to complete each procedure successfully. There were no case delays reported.